Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the instruments noted that the articulation levers had disengaged from the rotation collars. Engineering evaluation noted that the articulation covers exhibited evidence of a proper weld. Engineering evaluation of the weld on the articulation levers suggests that units may have been misused during application. The disengaged articulation lever may occur if the device is applied over thick tissue while articulated. Functionally, the first instrument was loaded with an articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. No functional testing was performed on the second instrument. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic stomach wedge resection, while being applied at the stomach, the stapler was unable to fire. The surgeon was unable to squeeze the handle although he was able to press the green button. There was no patient injury.